Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient was very frustrated with the difficulty in recharging specifically getting good coupling. The patient is upset that the programmer is not cordless. The patient is also upset that they did not receive the latest technology. The patient stated that their spouse had a different manufacturer's device and wanted some of the features they had. The patient is getting pain relief, but the rep verified electrode placement and program parameters. The rep went over specific techniques that they could use to improve the recharge burden and difficulty with maintaining good coupling. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are:product ID 97754 (B)(4) product type recharger product ID 97740 (B)(4) product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their doctor and rep told them to call in. They stated that they had been unhappy with their ins since they were implanted (B)(6)2017. The patient stated that the doctor did not implant them with what they were told they would have to begin with. The patient stated that they did not like all of the cords with the recharger and the fact that they had to charge every night for one to two hours. The patient was redirected to follow-up with their healthcare provider (hcp). Then the patient stated that their doctor was going to replace their current ins with the newer model that just came out. It was reported that the event began at implant (B)(6)2017. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97754 (B)(4) product type recharger product ID 97740 (B)(4) product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the decision had been made by the patient¿s pain and implanting physicians that they would allow the patient to have their recently implanted ins explanted and replaced with the newest model. It was reported that the reps were limited to interactions with the patient at the implanting facility or the physician¿s office. It was reported that the rep was present on (B)(6)2017 for the replacement procedure. The patient demanded that they be programmed and turned on that day and the physician agreed to that demand to appease them and keep them from causing any more disruptions. It was reported that the rep programmed the ins and took the time to educate the patient¿s wife on how to operate the equipment which was documented in the patient¿s file. There was no mention of equipment malfunction or issues with recharging at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they went over techniques that could help with recharging and suggested recharging every day to reduce recharging session time. The patient was able to fully recharge the system.